Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/body fluid was present in helix. Blood in neck region of lead. Resistance testing failed. Detailed analysis confirmed a foreign material in helix. The outer coil cut through ~22cm from is-1.

Event description:
Boston scientific received information that during an implant, this right atrial (ra) lead was difficult to place. A clot of end of lead keeping helix from extending and retracting properly. The ra lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.